Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not feeling well and the paramedics were called. Customer reported that blood glucose was low, but was not sure of exact blood glucose readings. Customer treated blood glucose prior to paramedics arriving and blood glucose was 130 mg/dl. Customer was treated by paramedics and then they left. Customer did not believe that insulin pump caused low blood glucose and did not believe that insulin pump was over-delivering. Customer was advised to monitor insulin pump and blood glucose.